Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with a 19mm valve of the same model. The reason for the replacement was reported as during the testing after implant, backflow or regurgitation was found at the center of the valve. It was also reported that the center of the valve could not be closed tightly, causing the backflow. It was stated that the corresponding valve sizers were used for this implant. It was reported that both the barrel and replica ends of the sizer were used and that the replica end of the sizer was used to select the size of the implanted valve. It was noted that the annulus was felt to be between two different valve sizes of 21mm and 19mm. It was mentioned that no root enlargement was performed and no pledgets were used. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve showed signs of blood contact. All leaflets were in the closed position with a gap between leaflet 1 (l1) and leaflet 3 (l3). Leaflet 1 appeared intact; one small puncture was noted on the outflow near the stent cloth. Leaflet 2 appeared intact; no damages were observed. Leaflet 3 appeared intact; one small puncture was observed on the outflow of the belly and a split edge was noted on the free margin approaching commissure 6. Damages may have possibly occurred during the explant procedure. A split edge on the free margin of leaflet 3 was observed on commissure 6. All other commissures appeared intact. All posts appeared intact; no deflection was noted. The valve was received with the sewing cuff in an upright position. No damages were noted on the sewing cuff. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.